Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysfunctional uterine bleeding and vaginitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("chronic pain"), haemorrhage ("general abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the pelvic pain outcome was unknown and the pain, haemorrhage, heavy menstrual bleeding, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and vaginal discharge had resolved. The reporter considered bacterial vaginosis, haemorrhage, heavy menstrual bleeding, pain, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted as insertion date (B)(6) 2011. Treatment received for pain, abnormal bleeding, bladder or urinary problems. Left: 3 right: 2. Discrepancy :removal details: (B)(6) 2014 (per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Lot no. Added. Medical history were added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysfunctional uterine bleeding and vaginitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("chronic pain"), haemorrhage ("general abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the pelvic pain outcome was unknown and the pain, haemorrhage, heavy menstrual bleeding, urinary tract infection, bacterial vaginosis, vulvovaginal candidiasis and vaginal discharge had resolved. The reporter considered bacterial vaginosis, haemorrhage, heavy menstrual bleeding, pain, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted as insertion date (B)(6) 2011. Treatment received for pain, abnormal bleeding, bladder or urinary problems. Left: 3 right: 2. Discrepancy :removal details: (B)(6) 2014 (per mr). Lot number:774378, manufacture date: 2010-08, expiration date: 2013-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("chronic pain"), haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis"), candida infection ("candidal vaginosis") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the pelvic pain outcome was unknown and the pain, haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, candida infection and vaginal discharge had resolved. The reporter considered bacterial vaginosis, candida infection, haemorrhage, menorrhagia, pain, pelvic pain, psychological trauma, urinary tract infection and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: invalid case validated; patient information updated; product information updated; adverse events added to case: "pelvic pain"; "chronic pain"; "haemorrhage"; "menorrhagia"; "psychological trauma"; "urinary tract infection"; "bacterial vaginosis"; "candida infection"; "vaginal discharge". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.